Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of a quantity two ar-8750-03 drivers broke off as the surgeon was tightening the screw. The surgeon had to make a larger incisions to remove the broken fragments out of the heal of the foot. All fragments were retrieved.